Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient described an episode with a possible impact on dbs from fire alarms. Fire alarms triggered a couple of days ago, which was connected to the internet and one has to hold the phone close to it to deactivate it. The fire alarms were attached to the ceiling using a magnet. They kept their arm in the air about 50-60 cm away from the implantable  neurostimulator (ins).the head was about 40 cm away from the fire alarm. When the patient did this, the patient experienced tingling in the corners of their mouth and in the lower left extremity, as well as a headache. The tingling lasted about 30 minutes. It was reviewed that it was unlikely the latest dbs devices interfered with a smoke detector/static magnet.

Event description:
Additional information was received reporting that the patient is doing well. The root cause of the tingling and headache was unknown and assumed close proximity to the magnet in the fire alarm. However, it was not confirmed if there was interference with the dbs device. No actions were taken. The symptoms dissipated spontaneously when the patient removed themself from the fire alarm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.